Event description:
It was reported that during a procedure, it was found an abnormality in the post op gap assessment stage after final implants had been placed. On changing the internal rotation of femoral component, the resection depth of posterior medial side was not changing. The procedure was continued with manual technique and there was a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). The product, navio surgical system (india), rob00036, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. The field report states that log files would be attached (shared separately), however there are no log files for review and a definitive conclusion could not be reached. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue or user error. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. This failure is an identified failure mode within the risk assessment. The medical investigation found that this complaint from india reports the navio system malfunctioned during use. Based on the information provided, there was a surgical delay of less than 30 minutes and no reported patient injury/impact, as the procedure was completed using manual instrumentation, which is an approved surgical technique. The patient impact beyond the reported modified surgical procedure and surgical delay could not be determined. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.